Event description:
It was reported that the patient was admitted to the hospital due to high atrial rates and frequent premature ventricular contractions and rate dropping below the programmed low rate of 70 beats per minute. The patient's medications were being adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5071 implantable pacing lead 2(B)(6) 2006. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.